Event description:
It was reported that a revision surgery was required due to a loosened screw which showed haloing.

Manufacturer narrative:
This report is being resubmitted for an incident that occurred earlier. Evaluation of the provided imaging shows a slight lucency around the l4 pedicle screw. It was noted during the revision surgery that the patient had poor bone quality which necessitated additional decompression and extension of the construct to l2 and the pelvis with iliac screws. The device was not available for evaluation as it was retained by the hospital. It's possible poor bone quality or disrupted anatomy from the lateral screws may have contributed to the observed loosening. The creo stabilization system is contraindicated for severe osteoporosis, which may prevent adequate fixation, and for prior fusion at the levels to be treated. However, the exact cause of the reported issue cannot be determined.